Manufacturer narrative:
(B)(4). Foreign; event occurred in (B)(6). No device was returned for review. Review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions or determine root cause with the information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported patient underwent a revision procedure approximately two years post-implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available.